Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a degraded downstream occlusion seal. Functional testing revealed a damaged downstream occlusion sensor. The downstream occlusion sensor and seal were replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a damaged downstream occlusion sensor and a degraded downstream occlusion seal. There was no patient involvement.